Manufacturer narrative:
Examination of the returned devices confirms the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune fb ps artic surf sz3's spring stretched out or fell off. Oct 18 2017 upon initial evaluation of the returned devices; one of the returned 254500503 larger balseal has fallen off, and returned for evaluation